Event description:
A man with multiple medical problems was brought to the or for avr (aortic valve replacement), mvr (mitral valve replacement) and tricuspid valvuloplasty. Induction of general anesthesia, the institution of cardiopulmonary bypass, and the technical aspects of the valvular surgery proceeded without unexpected difficulties. At separation from bypass, the pt required hemodynamic support with IV pressors. Mechanical ventilation was resumed. Approximately 13 minutes after separation from bypass, the surgeon requested a temporary hold of ventilation as is commonly done in order to facilitate a surgical maneuver. There was no apparent request to resume mechanical ventilation. The typical practice is to hold ventilation by setting the apollo anesthesia machine used in this case to the "manual" mode. In this instance, it appears that a different mode was selected, the "standby" mode. During this exceptionally busy case, the stated reason for this choice was efficiency in terms of hand movements as the confirm button is immediately adjacent to the standby button, whereas the manual button is located a few inches away. Over the next few minutes, hemodynamics deteriorated requiring escalating doses of norepinephrine. The surgeon was made aware of this deterioration. It was only when the surgeon again requested a hold of ventilation that the anesthesia team recognized that ventilation had not been resumed following the earlier request for apnea. A retrospective review suggested that the interval of apnea lasted about 13 minutes. With restoration of ventilation, hemodynamics began to improve and the norepinephrine dose was reduced. The design lay out of the ventilator controls in this version of the apollo anesthesia machine allows the ventilator to be more rapidly placed in standby mode as opposed to manual mode for the purpose of temporarily halting ventilation during surgical maneuvers. This is a function of the "confirm" knob being adjacent to the standby mode key, and on the opposite side of the control panel from the manual ventilation mode key. During a complex case with multiple tasks being managed simultaneously, using the standby mode is more quickly accomplished, thus time saving. Standby model deactivates ventilation alarms. The manual mode alarms for physiologic data, i.e. Ventilation.